Manufacturer narrative:
The primary reported event of user advisory (ua) 12 (lifeband not present) was confirmed during functional testing and archive data review of the autopulse platform (sn (B)(4)). The root cause is due to the switch lever not being able to close as it is not parallel to the switch case. The secondary reported event of ua 45 (not at "home" position after power-on/restart) error messages was confirmed during functional testing and archive data review of the platform. The root cause is due to a driveshaft not being in home position. Review of the archive data confirmed the occurrence of multiple ua 12 and ua 45 error messages on the reported event date of (B)(6) 2018. Evaluation of the platform revealed no physical damage upon receipt. The platform was functionally tested and displayed a ua 45 upon power up, the error was cleared after the driveshaft was set at home position. Additionally a user advisory (ua) 12 (lifeband not detected) error message after a few compression. Following this, a lifeband clip detect switch inspection was performed where it was indicated that the switch lever is not able to close and is not parallel to the switch case, causing the ua 12 error message to occur. After readjustment of the switch lever and verification using a standard belt test clip aid. Additionally, the drive shaft was found sticky and was deburred. This observation was unrelated to the events. The platform was further tested and operated as intended without any further issue fault or error. The platform passed all testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 12 (lifeband not detected) error message and ua 45 (driveshaft not at "home" position after power-on/restart) error message upon power up. The user was unable to clear the ua error messages. No patient involvement.